Event description:
Doctor initially noted they have not been getting the type of consistent results they were looking for. Stated there was no loss of bscva for any pt's treated, and no injuries. Requested removal of system, per contact. Additional information received noted surgeon was getting induced cylinder and flap slippage, when using neosynephrine for dilation in some cases and experiencing a higher rate of dislocation of flaps post-op, as well as striae. Customer declined further follow-up on induced astigmatism issues; no specific pt information provided. No intervention reported; pt outcomes are unknown at this time.